Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken: the inner delivery tube diameter, the outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for "failure to load". The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actins for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the tube when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Internal complaint number trackwise #(B)(4).